Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as 6000093-2006-02355. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in october 2006. The lesion was pre-dilated with a 2.5x12mm maverick balloon. The physician then placed a 2.5x20mm drug eluting stent to the 95% stenosed lesion located in the mid left anterior descending (lad) artery. After this stent placement some mild haziness was noted and the physician decided to place a taxus express2 2.5x12mm drug eluting stent to that area. Medications used during this procedure include angiomax and nitroglycerin. No pt injuries or complications were reported. The pt presented 8 days post procedure with an acute myocardial infarction and was taken directly to the cath lab where it was noted that he had acute thrombosis in the proximal lad with 100% occlusion. A 2.5x15mm maverick balloon was used to reestablish flow and a taxus express2 2.75x12 mm stent was placed just proximal to the original stented area. The 2.75x12mm stent balloon was then used to balloon the distal part of the mid to distal lad. At this point a 2.5x20mm stormer was used all across the previously stented area and in the newly stented area. A 2.5x12mm nc stormer was then used in the distal part of the stent with significant improvement. At this point the physician decided to place an iabp as pt's lv function was compromised from the recent mi. Beta blockers, nitroglycerin, aspirin and plavix were used post procedure. No pt complications were reported.